Event description:
My optical shop where I did my toric eye exam, prescribe me with contact lenses of acuvue brand and gave me two trials both were 1-day wear. First, acuvue 1-day moist two weeks ago. I had to take them out before 1 hour of starting the trial. They did not achieve the moisture advertised and gave me dry eye. I recover fast in one day. Last saturday I used the second trial of 1-day toric contact lenses acuvue oasys with hydralux, lot v0085v50mg ade in USA on (B)(6) 2024 for right eye, then on left eye lot v008k0x126 and I had blurry vision, and again dried, with problems taking them out. After, it has been difficult to recover from dry feeling, and dirtyness on my eyes. I reported via email on website to brand, which order me to call them, but waiting times of 26 minutes is not feasible. Other consumers are saying the same on web forums. This was a brand I used to trust, as I have been contact lenses wearer with no contraindications by ophthalmology evaluation for more than 20 years. Is a disgrace they keep sending these trials, and selling a defective damaging product putting every user at risk and not recognizing they changed something on the manufacturing process and materials. Ref reports: mw5157540, mw5157541.